Event description:
It was reported that the patient is experiencing dissatisfaction, discomfort, and a cracking sound with his malleable penile prosthesis (spectra) device. A revision has not yet been performed. No further patient complications were reported in relation to this event.